Event description:
It was reported that during a peripheral artery treatment procedure, a hole in the balloon was noted. Vascular access was obtained via the femoral artery. The 70% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified iliac artery. During the first inflation of a 10.0 x 40 x 135 cm express vascular ld stent delivery system balloon, it was noted that the encore inflation device "collected blood". The physician suspected the balloon had a hole. The express vascular stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The stent was crimped on the balloon in the correct location. The balloon was folded and wrapped around the shaft. There was no damage noted to the stent. The profile of the stent was measured using a calibrated snap gauge. All measurements were within specification. The device was passed over a 0.035 inch guidewire with no restriction noted. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated with no issues noted. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral artery treatment procedure, a hole in the balloon was noted. Vascular access was obtained via the femoral artery. The 70% stenosed de novo target lesion was located in the moderately tortuous and moderately calcified iliac artery. During the first inflation of a 10.0x40x135 cm express vascular ld stent delivery system balloon, it was noted that the encore inflation device "collected blood." The physician suspected the balloon had a hole. The express vascular stent delivery system was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.